Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit passed displacement test, self test, sleep current measurement and active current measurement. However, unexpected battery power loss and long trace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. The insulin pump received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that insulin pump had very less battery life. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.